Event description:
It was reported that an ivc filter limb detached from the filter. Further info is pending. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.